Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electro-pneumatic proportional valve failure, unable to detect flow rate, manifold unit failure a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the valve may have contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflator device did not insufflate. The issue occurred during setup. There was no report of any patient harm.